Event description:
It was reported that the patient was found to have broken dynamic helical hip system dhhs blade and non-union of a left transcervical femoral neck fracture on a routine post surgical office visit on (B)(6) 2013. The dhhs construct was originally implanted on (B)(6) 2013 during an open reduction internal fixation orif procedure to treat a left transcervical femoral neck fracture, displaced. The broken hardware was removed and the revision was performed during a second orif procedure on (B)(6) 2013. Stable fixation was achieved with a dhhs 135 degree, two-hole side plate and three, 6.5 mm cancellous screws. This report is for two, 6.5mm unk - screws cancellous. This report is 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient/case ID# (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing evaluations were performed for the two unknown screws. The first screw is whole and intact. No part number nor lot number was provided. The hex drive, head profile, cancellous thread type, and 6.4mm major diameter would suggest that this may be a member of the 217.045 screw family. If so, its length of 95.55mm would make this part number 217.095. The drive has some light to moderate damage with material displacement primarily at the top of the drive. This material displacement affects head profile just in that area. The remainder of the head profile conforms. The top of the head has a single, small impact type mark. The bottom of the head and shaft are in good condition. The third thread has a single, localized impact mark that has folder the major diameter over towards the tip. The remaining threads have been compressed into a "t" all the way to the tip. The tip is in good condition. The second screw is also whole and intact. No part number nor lot number was provided. The hex drive, head profile, cancellous thread type, and 6.4mm major diameter would suggest that this may be a member of the 217.045 screw family. If so, its length of 100.5mm would make this a 217.100. The drive has some light to moderate damage with material displacement primarily at the top of the drive. This material displacement affects head profile just in that area. The remainder of the head profile conforms. The top of the head is in good condition. The bottom of the head and shaft are in good condition. The threads are in good condition with the exception of the first three threads (from the tip). These threads have the major diameter compressed into a "t." The tip is in good condition. Due to the type and extent of damage incurred, and because no part nor lot numbers were provided, a finite evaluation is not possible. Therefore, this complaint is classified as indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was performed for the returned cancellous screws. The two previously unknown cancellous screws reported on the initial and follow up medwatch reports 2520274-2013-04952 were identified as part number 217.100, 6.5mm cancellous bone screw 32mm thread/100mm and part number 217.95, 6.5mm cancellous bone screw 32mm thread/95mm. The lot numbers for these parts were not reported or identified. No complaint was alleged against reported parts and associated mdrs have been rescinded. Brand name for the second screw is cancellous bone screw 32mm thread/95mm. Common device name for the second screw is ktt. (B)(4). Catalog number for the second screw is 217.95. Lot numbers of both screws are unknown. Corrected manufacturer address. Added 510(k) which is the same for both screws.

Event description:
Re-evaluation of the complaint event determined the complaint is alleged against the broken blade which resulted in the need for revision surgery and may be associated with the allegation of non-union. A complaint was not alleged against the other reported parts, therefore, the medwatch reports for the formerly unknown 6.5mm cancellous screws, now identified as part number 217.100, 6.5mm cancellous bone screw 32mm thread/100mm and 217.95, cancellous bone screw 32mm thread/95mm are hereby rescinded. This report is 4 of 5 for (B)(4).